Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Doctor commented the implants were in good shape, the patient just grew heterotopic bone around them. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two implants were removed, see MDR 1032347-2010-00026.

Event description:
It was reported the patient had a reoccurrence of heterotopic bone that necessitated a revision surgery to remove the (B)(4) implants (fossa and mandibular).

Manufacturer narrative:
(B)(4). No mode of failure was identified for this device. Cause of failure: pre-op x-ray and intraoperative assessment confirmed the presence of bone tissue encasing the implant. Due to these observations the surgeon decided to explant the device. Report one of two for the same event, reference 1032347-2010-00026-1.